Event description:
It was reported during in clinic follow up that the pacemaker system was causing severe tricuspid regurgitation. The pacemaker and the associated right ventricular (rv) lead was explanted and successfully replaced with a leadless system. The patient was stable following procedure.